Manufacturer narrative:
Citation: sedaghat a. Tavi induces an elevation of hemostasis-related biomarkers,which is not causative for post-tavi thrombocytopenia. Int j cardiol. 2016 oct 15;221:719-25. Doi: 10.1016/j.ijcard.2016.07.094. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) induced hemostasis-related biomarkers related to thrombocytopenia. All data were collected from a single center between 2010 and 2013. The study population included 307 patients (predominantly male; mean age 81 years), 237 of which were implanted with medtronic corevalve and 3 of which were implanted with evolutr (serial numbers not provided). Among all patients 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the d eaths were attributed to medtronic product. Among all patients adverse events included: aortic regurgitation, stroke, major bleeding and vascular complication. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.